Event description:
Became suddenly ill; heart issues, rashes, low potassium levels. Depletion of female hormones. Hair loss, stomach issues, inflammation, sleep disorders, depression, debilitating pain, intolerance to hot and cold, irritation, anxiety, fevers. Mold in bloodstream. FDA safety report ID# (B)(4).